Event description:
Reportable based on device analysis completed on 10dec2025. It was reported that ballon failure to inflate occurred. The target lesion was located in the left arteriovenous fistula. A 4.0 x 150, 75 cm mustang balloon catheter was advanced for dilation. However, during the procedure, the balloon failed to fully inflate to 4 mm due to significant vessel stenosis. The physician then opted to use an athletis high-pressure balloon catheter. The procedure was completed with a different device. There were no patient complications as a result of this event. However, returned device analysis revealed a balloon pinhole.

Manufacturer narrative:
D2b: pro code: (product code): fge, lit g4: premarket / 510(k): k103751, k110122, k141521. The mustang device was returned for analysis. A visual inspection revealed that the balloon was not folded, indicating that the device had been exposed to positive pressure. A leak test was performed, during which the balloon was inflated to its rated burst pressure. A pinhole leak was noted on the distal balloon cone, approximately 8 mm proximal to the distal tip. No issues were observed with the tip of the device, and the marker bands showed no issues upon visual examination. Both visual and tactile inspections of the shaft revealed no kinks or damage.